Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. Meter was in rough shape physically indicating user misuse, however meter was evaluated with reference test strips and performed to specification. No performance failure detected.

Event description:
Nurse took readings on a pt and the meter read lo, she tried again with a different bottle of strips and received lo as the reading, she tested with a different meter and received a reading of 110. Then she tested again on a different pt and received the same result of lo, when tested with a different meter received a reading of 140. Controls used were in range. Replacing meter (note this meter was called into us in (B)(4) 2011 stating that the meter was dropped.)